Event description:
The following description of the event was documented by a carefusion technical support specialist in response to an email from the distributor. "The fio2% is out of spec, the est test pass with no problems, here are the settings for the fio2%: with a external fio2 analyzer the readings are the same except 100%, the external analyzer is reading 96%. Instructed our dealer to performed the air? O2 balance calibration, after the calibration was performed the problem was not corrected. Instructed our dealer to perform the on screen fio2 calibration, they follow our recommendations and the problem was not corrected. The ventilator was power-off and power back-on and the uim screen was white the led's on the membrane panel lit-up after power-up than they go off, when the ventilator is power-off the alarm status led's are lit -up. A good known uim was install on this unit and the same problem, the original uim from this unit was installed on a good known ventilator and the uim work fine. The original fio2% problem with this unit occurred while on a patient, the ventilator was removed from the patient and the patient was placed on another ventilator. There was no harm done to the patient."

Manufacturer narrative:
The carefusion tech support specialist in conjunction with the distributor in (B)(6)determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The distributor in (B)(6) was shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of the (B)(6), 2015 the alleged faulty gas delivery engine (gde) has not been received. Should the alleged faulty gas delivery engine (gde) be received and evaluated, carefusion will submit a follow-up medwatch report.